Event description:
On (B)(6) 2016, patient's synchromed 2 programmable infusion pump suddenly stopped working, many months prior to the eri replacement date, while the device had plenty of medication to otherwise continue pumping medicine. Due to severe withdrawal symptoms from the device's failure, patient had an nstemi secondary to a coronary vasospasm which required patient being admitted to the ER for observation while she recovered from morphine withdrawal. Once patient was stable, she elected to have a replacement synchromed 2 installed in her spine rather than undergo invasive heart testing to determine the damage caused to patient's heart due to the device's sudden and unacted failure. According to the patient's device log report from (B)(6) 2016, her device experienced a motor stall, without a motor stall recovery. Per medtronic's may 2013 urgent medical device correction report, the cause of the device's motor stall appears to be due to an electrical short circuit in a feedthrough. Patient has been taking medications since (B)(6) 2017 for heart issues that developed as a result of the device's failure. Per ER records, withdrawal from hydromorphone caused the coronary vasospasm.